Event description:
It was reported that during implant procedure, sensing and capture anomalies were observed on the atrial lead. The lead was removed and replaced. Patient was in stable condition during the procedure and no adverse events were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.